Manufacturer narrative:
The date returned to manufacturer was documented as jul 6, 2013 in the initial report. It has been updated to jul 6, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the straining ring retract was out of alignment. Therefore, the reported condition was confirmed. It was determined that this was most likely due to loctite degradation from repeated sterilization and use over time. The assignable root cause was determined to be due to worn components from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the tip on the quick coupling device was bent. There were no delays in the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.